Manufacturer narrative:
(B)(4). Concomitant medical products: associated products : item#:42532007501; tibia cemented 5 degree stemmed left size f lot#:64154924. Item#:42512100810; articular surface medial congruent (mc) lot#:64163685. Item#:42540000038; all poly patella cemented 38 mm lot#:64333024. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. As the complaint indicated a post-operative complication developed and it can be implied medical intervention was required to treat the complication. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00078, 3007963827-2020-00079, 0002648920-2020-00173. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that a study patient had an initial left total knee arthroplasty and was diagnosed with a right lower extremity dvt less than three months post-op. Medical intervention occurred, and the outcome has been noted as resolved.